Event description:
It was reported the device could not be interrogated. It was replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.